Event description:
It was noted the patient died 11 days after device implant. The cause of death has been requested and not received.

Event description:
It was noted the patient died 11 days after device implant. Follow up with clinic reported that per the hospital records, patient died of a septic infection due to an intra-abdominal abcess. There is no mention of device issues or a pocket infection. Other issues at the time of death included malnutrition and colon cancer. Patient had been placed on in-house hospice care until her death.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Asku